Event description:
A lens dislocation/rotation was reported. It was reported that the surgeon repositioned the lens without incident. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated the surgeon implanted an implantable collamer lens into the patient's right eye (od). The patient experienced lens dislocation/subluxation and lens repositioning. Reportedly "one day post op yesterday showed the temporal haptics anterior to the iris in her od. Dr. Modi repositioned the lens without incident". The lens remains implanted. Claim# (B)(4).